Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, pieces from the impactor pad were scattered in the surgical field, while the surgeon was impacting the femoral component with the impactor. The surgeon removed the pieces and cleaned the field. The procedure was then completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple gouges, scratches, and dent suggesting multiple uses. Some small pieces were also returned. The head has multiple linear gouges, and was returned loose. The screw heads were stripped. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.